Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. One day prior to the receipt of this report, the patient began treatment with meronem 1 gram next exchange then 250 milligrams in each exchange (route and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had recovered from the event of peritonitis and the fluid was clear. On an unreported date, the patient discontinued dianeal therapy. The patient's catheter was removed temporarily due to a surgical problem (unspecified), and the physicians are planning to reinsert the catheter after one month. Should additional relevant information become available, a supplemental report will be submitted.